Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient is deceased and died approximately seventeen months post implant of the implantable pulse generator (ipg). Review of device information on the patient's date of death noted ventricular high rates. The cause of death is currently unknown and an autopsy is pending.